Event description:
Customer reported a malfunction with a reservoir. The blood glucose reading was 122 mg/dl. Customer stated she noticed some of the reservoirs leaking and that they were from one of the lots that were recalled. No troubleshooting was done due to the recall. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.